Event description:
Consumer reported that he had used the rolled gauze as a secondary dressing to secure a primary dressing on an ulcer at the bottom of his great toe. Doctor had been treating this ulcer with silvadene, then switched to an ointment from france (biafine). Upon removal of the rolled gauze, consumer developed a wound on the top of the great toe which he alleged was due to "roughness" of the rolled gauze. Consumer was hospitalized for a bone infection which he stated originated from the original ulcer. He was treated with IV antibiotics x 3 weeks. He stated he is much improved now and that the wound on the top of the great toe is nearly healed.